Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2008 the patient presented with pre-op diagnosis: c4-5, c5-6 spondylosis with stenosis. The patient underwent: c4-5, c5-6 anterior cervical discectomy and fusion with peek cages, rh-bmp2/acs, anterior plate and screws. As per op notes, at first, diskectomy was completed at c5-6. Osteophyte was noted at c5 which was removed. Decompression was achieved of the underlying thecal sac and proximal aspect of the exiting c6 nerve roots. Generous foraminotomies were performed. In an analogous fashion, discectomy at c4-5 was completed. Generous foraminotomies were performed again. Osteophyte was found particularly off the inferior endplate of c4 with narrowing of the foramen bilaterally, left more than right. The thecal sac and exiting roots were completely decompressed. A 5mm peek cage was chosen for c5-6, filled with an on-eight size sponge from a small rh-bmp2/acs kit, and positioned over the c5-6 interspace. Was gently tamped into the position confirmed fluoroscopically. Next, again, a 6mm lordotic peek cage was chosen for the c4-5 interspace. It was filled with one-sixth sponge from a small rh-bmp2/acs kit, positioned at c4-5 and gently tamped into the interspace under direct and fluoroscopic guidance. A 42.5mm, 6 hole anterior venture titanium plate was chosen, positioned over the interspace from c4-c6, and held in position with plate- holding pins. The plate was then affixed to the vertebral bodies in a standard fashion using a series of five 15mm screws. The screws were then finally tightened, deploying the locking mechanisms at al 6 locations. The patient tolerated the procedure. Post-operatively, patient sustained unspecified injuries.